Event description:
It was reported that the patient went to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels dropped to 11 mg/dl while wearing the pod between 36 and 48 hours. The patient was treated in the ER with glucose and fluids, and was released after 5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.